Event description:
On 9/2/98, the sales rep rec'd a telephone call from a physician with medical center in louisville, ky. Concerning the performance of a device used to apply a halo system. The physician reported that during the application of the halo ring, one of the halo pins allegedly penetrated the skull to the dura. After trying to use alternate head pin sites, the physician decided to use a different traction system other than the halo system.